Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. On unreported dates, the patient was hospitalized and the patient began treatment for the peritonitis with inj. (Injection) meropenem, 1 gram along with inj. Vancomycin, 1 gram (routes and frequencies were not reported). At the time of this report, the peritonitis was resolving and dianeal therapy was ongoing. No additional information is available.